Event description:
New information received notes the patient's right ventricular lead was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient's right ventricular lead exhibited high pacing impedance. No intervention was performed other than turning on patient notifier. The patient was stable.